Event description:
Through follow up for clarification with the health care provider, it was learned the event is reported as a valve explant at implant of a mitral pericardial valve was attempted to be implanted into the tricuspid position. The physician found that the valve was too large when she was trying to seat the valve at the tricuspid position. This device was removed at that point with no alleged device malfunction and no device related injury. The bleeding and subsequent death were related to ventricular bleeding not related to the edwards device.

Event description:
Edwards received information that a 29mm mitral bioprosthetic valve was explanted at implant due to sizing. The surgeon implanted the valve but found that it is bigger than the patient¿s annulus. The surgeon decided to change to a 27mm mitral valve to fit to the patient's annulus. It was further learned that the patient expired due to bleeding. It was reported that there was no device malfunction. No other details provided.

Manufacturer narrative:
Evaluation summary: valve was returned with attached holder. The sizer was not returned. There were no visible suture holes on the sewing ring of the valve. No visible inconsistencies were observed on all three leaflets of the valve. No inconsistencies were visually noted in the x-ray, as the wireform is intact. Method: x-ray. The customer reported the valve was explanted at implant due to sizing issues. However, the product evaluation was completed and does not support the event information as received from the health care provider as the lack of suture holes in the sewing ring of this valve indicate this device was not used. This event was determined not device related.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device the clinical observation cannot be confirmed. Explant at implant of bioprosthetic valve are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. Without return of the device, edwards is unable to perform further analysis to assign a possible root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Has been restated to report the correct series of events. This is no longer considered a serious injury, malfunction or death related to use of the edwards device.